Manufacturer narrative:
During servicing the device's internal inspection found battery board overheating and burned surfaces with evidence of some smoke generation. Device zl306340 manufactured 07/2/2023 however on receipt at service center had only 8 hrs runtime which would have been mostly factory running prior to sale. Effectively unused device after nearly 2 1/2 years. Battery power dissipated at the battery cable connection to the battery board due to some form of short circuit. 320 ohm remains between + and - battery connection terminals even after burning of the board. Post base replacement , device ran 1hr 35mins on full battery, (IFU 1hr 30 mins guide) indicating no other issue with the device. Environment caused furring of solder joints or foreign object short circuit of battery terminals or defect in battery board are possible causes but not wholly identifiable from the remaining material. Only one similar incident ever previously observed of similar age and lack of actual use.

Event description:
Device returned for service with no reference to being a device of special interest or any significant/adverse event occurring with it, by customer - (B)(6). During servicing the device's internal inspection found battery board overheating and burned surfaces with evidence of some smoke generation. Believe incident occurred whilst device was in (B)(6). Potential to have cause harm determined by repair facility in czech republic.